Event description:
It was reported that the patient presented for a generator exchange procedure. It was noted that the right ventricular (rv) lead was over-sensing noise. This was addressed previously by programming the rv lead to unipolar pacing. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2025. The patient was stable throughout the procedure.